Event description:
A malfunction alarm was reported by the customer, with the malfunction code malf 12 being observed prior to any notable events. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue reappeared.